Manufacturer narrative:
Device evaluation summary: the closurefast affiliated to this investigation was returned. No ancillary devices, cines images or procedural notes were received for evaluation. A kink was observed on the device approximately 23.50cm from the distal tip. The catheter cable connector was examined: all pins were visually inspected to be straight. The catheter connector plug shown no visible markings on the plug area. The catheter passed all of the continuity and resistance functional testing. The catheter passed functional testing on a rfg2 generator. The proper device was recognized by the rfg2 generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen for 5 cycles each generator. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter with an rfg2 to perform a radiofrequency ablation treatment of the great saphenous vein (gsv). IFU was followed. It was reported that when the catheter was connected to the generator, a 'not responding' message was displayed on the generator. Physician then attempted to use a second catheter, but the same message appeared. The physician then completed the procedure by switching to laser treatment. No patient injury was reported.